Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to debris.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicated that a surgery ((B)(6)) of reverse right shoulder prosthesis following the diagnosis of eccentric gleno arthrosis -homaleme, as per medical record no. (B)(6); that due to the persistence of painful symptoms and functional impotence, on (B)(6) 2018 she was subjected to a subsequent surgery such as synovial cyst removal, during which she found the widespread presence of metallosis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (date of birth), b5, d6a, d10 and h6 (clinical code) removed clinical code soft tissue injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1.

Event description:
Medical records received. The patient in the year 2018 had surgery for the removal of synovial cysts in the right shoulder reverse prosthesis. The patient in the year 2019 (B)(6) 2019 has a revision surgery due to metallosis to remove the implant and reverse arthroprosthesis and bone graft. Competitor products were used in the revision as replacements.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (expiration date) and d6b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D2b, d10, g4 and h6 (impact code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.